Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a hemi orthoplasty, the needle broke during passing through the tissue and it was pulled out of the patient to complete the case. There was no patient injury.